Event description:
It was reported that the device displayed a low battery voltage, but did not trigger elective replacement indicators, and had a remaining longevity of six years. It was determined that the battery voltage reading was a device misreading, and that it would resolve on it's own. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - no anomalies were found.